Event description:
Reporter indicated a dell handheld vns computer was navigating very slowly between screens, indicating a possible software malfunction. No anomalies were found during product analysis of the returned handheld computer and flashcard.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.